Manufacturer narrative:
Please see summary memo.

Event description:
It was recorded that the implant was placed on (B)(6) 2011 and explanted on (B)(6) 2023. However, the record did not match any sales history of the device. The office was contacted to get more information on the surgery information. However, it was not able to be explained. Bone quality around the area was type I, and oral hygiene around the implant was good. Local infection was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.